Event description:
According to the reporter: procedure: lobectomy. The device was applied on the bronchus but the device did not staple properly. The bronchus lumen was sutured to resolve the issue. Surgery time extended was not reported.